Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : information is unavailable; device was not returned for evaluation. Device not returned. (B)(4) (attached). As the account information was not provided, we are unable to coordinate the return of the product. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.